Event description:
Pt called lfs in 2004 alleging the meter was missing segments while attempting to test. The pt reported high glucose symptoms of dizziness, numbness, and weakness while attempting to test. The pt was able to obtain a result of 375 mg/dl on their meter. Pt called their physician who advised the pt to take one of their oral diabetes medications. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further information has been reported.